Manufacturer narrative:
E1: patient city:(B)(6) patient country : spain. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to high blood sugar and high ketones for 3 days. The blood glucose was reported 600 mg/dl and treated with IV drips. No further information available.